Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not save any data in tabular trend except for nibp. In the tabular trend, vital sign 1 through 4 does not show any data. In the nibp tab, they see blood pressures, but the other information on the page like heart rate does not populate, and it only gives them 3 dashes for the rest of the data. They have already rebooted the cns and un-monitored and re-monitored one of the beds; and the issue still persists. The customer called in to update us that now the full disclosure will not show any data at all. The full disclosure window for all tiles was displaying "data cannot be read." Nihon kohden technical support (tech support) informed them that the hdds are probably failing and that we need to have this unit return for evaluation. This issue is regarding historical data being saved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not save any data in tabular trend except for nibp. In the tabular trend, vital sign 1 through 4 does not show any data. In the nibp tab, they see blood pressures, but the other information on the page like heart rate does not populate, and it only gives them 3 dashes for the rest of the data. They have already rebooted the cns and un-monitored and re-monitored one of the beds; and the issue still persists. The customer called in to update us that now the full disclosure will not show any data at all. The full disclosure window for all tiles was displaying "data cannot be read." Nihon kohden technical support (tech support) informed them that the hdds are probably failing and that we need to have this unit return for evaluation. This issue is regarding historical data being saved. No patient harm was reported.